Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that that after the introduction of the sheath, while aspirating, the sheath continued to suction air via leakage of the hemostatic valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that that after the introduction of the sheath, while aspirating, the sheath continued to suction air via leakage of the hemostatic valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.